Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: mach1, stent: taxus. Evaluation summary: evaluation of the returned trek noted a kink in the distal shaft 6.8 centimeters distal to the guide wire exit notch. The inner and outer member was wrinkled. The wrinkling may have resulted from the reported resistance during advancement. A new indeflator was used to pressurize the balloon to rated burst pressure and then deflate the balloon. Upon deflation the balloon folded flat possibly from multiple inflations during the procedure. The deflation times met manufacturing criteria. In this case, the trek balloon was advanced through mild tortuousity to perform a kissing balloon technique which likely contributed to the reported resistance during advancement. The noted kink and wrinkling to the distal shaft may have contributed to the reported deflation issue (partial deflation). Because the balloon was only partially deflating at this point, this led to the reported difficulty to remove. Although a conclusive cause for the reported deflation issue can not be determined, the physical resistance and difficulty to remove appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record revealed that there were no nonconforming material records associated with the reported lot would have contributed to this complaint. A query of the viper complaint-handling database was performed and no other incidents have been reported for deflation issue, difficulty to remove or physical resistance for this lot.

Event description:
It was reported that the procedure was to treat a 90% stenosed concentric lesion in the proximal left anterior descending (lad) artery with mild tortuosity. Pre-dilatation was performed with the 2.75 x 20 mm trek at 3 to 10 atmospheres (atm), and a non-abbott stent was implanted. A 3.5 x 20 mm trek was advanced into the lad and the 2.75 x 20 mm trek was advanced into the circumflex artery for a kissing balloon technique and some resistance was noted during advancement through the stent. The 2.75 x 20 mm trek was inflated to 14 to 16 atm; however, after dilatation, the 2.75 x 20 mm trek did not deflate, while the other balloon did. When the trek was half deflated, the device was removed with force. Outside the patient anatomy, the inflation device was connected to the trek balloon; however, the balloon was still unable to be deflated. There was no damage noted when used for pre-dilatation. There was no blood noted to be coming into the inflation device. There were no adverse patient effects. No additional information was provided.